Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a atrial fibrillation (afib) with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the brim cap detached. There was a breakage. The vizigo¿ sheath was replaced and the issue was resolved. The case continued. No patient consequences were reported. Additional information: the hemostatic valve was not broken or detached. The sheath was being used on the patient. No treatment was required as a result of the device issue. No blood return was observed. Brim cap detachment is MDR-reportable.

Manufacturer narrative:
On 16-june-2023, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 60000126 and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).